Manufacturer narrative:
No consequences or impact to patient. Incorrect or inadequate test results. Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in u.s. Customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer stated the architect havab-m assay generated four equivocal results when recalled reagent lot 93794hn00 was in use. The customer tested these four samples with the axsym havab-m assay and negative results were obtained. The customer stated they had forgotten about the product recall letter for the architect havab-m reagent lot 93794hn00, discarded it, and agreed to re-run the equivocal samples with a new lot of architect reagent. After the customer received the replacement reagent lot and re-ran the four equivocal samples, negative results were obtained. The customer provided an example of patient results as follows: (B)(6) initial result: 0.79 s/co, repeat on axsym: 0.13 s/co, repeat with a new architect lot: 0.49 s/co. There was no impact to patient management.